Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported the patient was admitted to the hospital on march 24, 2020 due to cerebral hemorrhage. Following the doctor¿s advice, the PICC catheter was inserted through the vein of the right upper limb at 9:13 am. At 9:45, the exposed part of the PICC catheter was found to be broken at about 3 cm and was replaced immediately , did not cause adverse effects on patients.